Event description:
The patient was undergoing an embolization procedure using a ruby coil. Before the procedure, the lab technician was removing the ruby coil from its protective hoop and the catheter became kinked.

Manufacturer narrative:
Conclusion: the product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. Device was disposed of by the hospital.